Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, due to skin overgrowth at the abutment site. A biopsy punch was performed, and a new abutment was placed. The implanted device remains.